Event description:
The customer reported a probe drip. No error codes were posted by the provue. No erroneous results were reported. Probe drip may lead to dilution of sample/ reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatable blood.

Manufacturer narrative:
A possible root cause was determined. An ocd fe was on site and determined that the pressure was out of specification. Incorrect pressure/vacuum in the fluidics system can lead to probe drip. Adjustment of the pressure has returned the instrument to expected operation. This customer has not logged any complaints against this analyzer since the repair.